Event description:
It was reported that during a vats lobectomy procedure, the distal part of staple line had staple malformed at 2nd firing. The procedure was completed by hand-suturing. There was no patient consequence.